Manufacturer narrative:
An event of high gradient, structural valve damage, calcification on the valve, "pannus at the suture site", and explant of the valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an explant procedure of their epic supra valve w/flexfit valve on (B)(6) 2021. The explant is due to high gradients and structural valve damage, confirmed by computed tomography (CT). The device was exchanged with a non- abbott device. Upon explant, calcification of the mitral valve prothesis was revealed along with the presence of pannus at the suture site. The patient remained stable throughout the procedure and remains in generally good condition post operatively. No additional information has been provided.